Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump gave a prime rewind alarm and insulin was squirting out during manual priming. The insulin pump became stuck in a preparing to prime loop. Customer's blood glucose was not known. The drive support cap was sticking out. Customer had reportedly been off the insulin pump since (B)(6), 2015. It was advised to revert to a back-up plan. Nothing further reported.